Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing episodes due to myopotential oversensing were observed. Patient mentioned about doing physical activity during the episodes and being out of breath. The oversensing was not reproducible in clinic. A chronic atrial lead noise issue was also noted. Patient was asymptomatic and will continue to be monitored.